Event description:
The company was informed that the pt is experiencing intermittencies and loss of lock. External equipment has been exchanged, however, this did not resolve the issues. Revision surgery is being considered.